Event description:
This spontaneous report was received on (B)(6) 2026, via email, from a 38-year-old, nonsmoking, female consumer in the us in association with thermacare menstrual reported as thermacare heatwrap therapy 16h menstrual pain relief. Medical history included asthma and anxiety attacks. She had no known drug allergies and was not taking any concomitant medications/supplements. The consumer used thermacare menstrual on (B)(6) 2026 around 1600, by placing it on or under her stomach. At around 1800, she felt an intense heat and a strange sensation on her stomach. She subsequently checked and found out that she experienced a burn. She removed the product and applied an unspecified burn cream and found some relief. There was a round area where skin was missing under her stomach. On approximately (B)(6) 2026, the affected area became dark with a white spot surrounded by redness. Symptoms were ongoing at the time of the report. No additional information was provided.

Manufacturer narrative:
The most probable root cause cannot be identified. To identify a most probable root cause, there are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160 - approved 25-feb-2025). There are several material and product defect risk factors that are identified and mitigated to reduce the risk of these defects reaching our customers. While the site takes every precaution to identify potential risk, there are multiple risks that are outside the control of the site. These include things like age, skin condition, and other medical conditions. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint.